Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: on (B)(6) 2023 the cut out of helical blade was confirmed; however exact date of blade cut out is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 03-aug-2020 expiration date: 01-jul-2030 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 64p0333 (sterile) lot quantity: 48 note: helical blade was manufactured by elmira; lot number 61p8644. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis with the tfna nail and the blade for the femoral trochanteric fracture. The primary surgery was completed successfully without any surgical delay. In (B)(6) 2021, x-ray showed that telescoping was almost completed, and the blade protruded from outside by approximately 10 mm. In (B)(6) 2021, the blade has advanced just inside the joint in the direction of the femoral head. On (B)(6) 2023, cut-out of the blade was confirmed. The surgeon was unable to check the progress for over a year and a half until (B)(6) 2023, and did not know what occurred during this time. On (B)(6) 2023, a removal surgery was performed. The blade had perforated the femoral head by approximately 5 mm, and damage to the acetabulum was also confirmed. A tha revision should have been performed; however, since the patient was old and bone union was achieved at the trochanteric area. Therefore, the blade was removed, and artificial bone (bonify cylinder) was injected into the removed area. The removal surgery was completed successfully within 120 minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) tfna fenestrated helical blade 100mm - sterile this is report 1 of 1 for complaint (B)(4).